Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Distal a third party product was used, a bactiseal catheter. Permeability test: a permeability test was performed which showed that both valves were permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus to simulate cerebrospinal fluid flow. The valves are tested in both the horizontal and vertical positions. The results showed that the valves operated within accepted tolerances for both positions. Adjustment test: the progav 2.0 was tested and was able to be adjusted to all specified pressures. Braking force and brake function test: a brake functionality test was performed which confirmed that the brake function was fully operational and the braking force was within specified tolerances. Device history record (DHR) review: the DHR was reviewed for the reported lot number. The shunt system was inspected as article fx643tt. All parameters were inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Results: a visual inspection of the progav 2.0 shunt system was performed which revealed no significant deformations or damage of the valves. The device permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force were tested. The valves operated as expected and met all specifications. Finally, the valves were dismantled, and no visible deposits were observed inside the valves. Additionally, a permeability test was previously performed after the revision on clinic part. Based on the device examination, no deviations in the function of the shunt system were observed. Therefore, it is unable to be determined how the aforementioned functional impairment occurred. However, even small amounts of invisible proteins could affect the integrity of the valves. Deposits, due to natural substances in the cerebrospinal fluid (csf), such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. At this time, a device defect can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported to miethke that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, approximately four (4) months post operatively, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: unknown, age: (B)(6) years, height: unknown, weight: unknown.